Event description:
Customer reported frequent occlusion alarms on their mobi pump, which increased over time. Troubleshooting was conducted without success, leading to a recommendation for a pump replacement. Customer continued using current pump and alternate insulin methods until replacement pump arrival.